Event description:
"See attached user facility report/medwatch."

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown contact regarding a patient receiving morphine and bupivacaine via an implanted pump. It was reported that since 2016 the doctor who fills the pump had been lowering the dose without any discussion, leaving the patient to go through terrible withdrawal and pain. On (B)(6), the patient suffered from blackouts, almost lost their left eye, and 8 stitches. After mva, continued to decrease medications or extend 30 days to 41 to 47 days causing the patient to go through withdrawals and severe pain. The patient could not find a doctor who would treat them. The patient had surgery on their right rotator cuff to repair it and the hcp still would not stop lowering the dose or give the patient anything for the withdrawal or pain. No one had checked the pump for damage or worrying condition. It was noted the patient had an MRI in april and rsd of their right foot that has spread through their body. Today the patient went for refill and this time a 30 day supply of medication had to last 44 days. The patient wanted help as there was something wrong.